Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
The wise crt system unexpectedly reached its end of service (eos) 3 years ahead of schedule, with the eos originally estimated for may 2028. The patient had a battery replacement in (B)(6) 2023 due to premature depletion and erratic battery performance over the last three years. Given the reduced lifespan of the last two batteries, the physician will discuss with the patient whether to proceed with another battery replacement or consider replacing both the battery and transmitter. No adverse patient sequalae was reported.

Manufacturer narrative:
The battery (s/n (B)(6)) and transmitter (s/n (B)(6)) remain implanted and will not be returned to ebr systems for analysis. As a result, visual inspection and functional testing cannot be performed. Analysis of available programmer logs, battery performance curves, and relevant internal documentation will be conducted to support the investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. All pertinent information available to ebr systems as of the date of this submission has been included in this report.

Manufacturer narrative:
Correction to initial manufacturer report. The initially submitted component code (g) under h6 was incorrect. The correct product code is 3141 (transmitter). Investigation summary: the battery (model 3100) and transmitter (model 4100) were not returned for analysis; however, programmer logs were reviewed. Follow-up data from (B)(6) 2025 indicated the device had entered end-of-service (eos) on (B)(6) 2025. The voltage trend showed a sharp decline beginning around day 700 post-implant, preceded by irregular 0.2 v fluctuations starting near day 150. These characteristics are consistent with abnormal current leakage behavior. At the (B)(6) 2025 follow-up, the energy remaining capacity (erc) reported 57%, while the voltage-based eos algorithm had already triggered eos on (B)(6) 2025 once voltage reached approximately 2.0 v. On the eos date, the erc still estimated 55.5% capacity remaining. The discrepancy between the erc and voltage-based estimations, along with the observed voltage fluctuations, suggests current leakage likely due to localized kyroflex conduction within the transmitter feedthrough. This transmitter has a documented history of kyroflex-related feedthrough failures, and the pattern of accelerated depletion and current leakage is consistent with previously reported events, indicating the same failure mechanism remains active. For reference, the previous battery (sn (B)(6)) used with this same transmitter also exhibited premature depletion, reaching eos with approximately 39% capacity remaining.